Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous proximal left circumflex artery. Pre-dilation was performed with an unspecified balloon and an unspecified cutting balloon. Next a 3.5x24mm promus element stent was advanced but "bumped into a tortuous part which was proximal to the lesion and it was hard to cross the lesion". Upon removal, it was noted the distal edge of the stent got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous proximal left circumflex artery. Pre-dilation was performed with an unspecified balloon and an unspecified cutting balloon. Next a 3.5x24mm promus element stent was advanced but "bumped into a tortuous part which was proximal to the lesion and it was hard to cross the lesion". Upon removal, it was noted the distal edge of the stent got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was further reported that the shaft break revealed in the device investigation occurred outside of the patient body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device noted a break in the mid shaft approximately 45mm from the distal edge of the hypobond. The lower distal section however of the device was not returned, including the crimped balloon and stent. Visual examination of the hypotube noted minor kinking along its length. No further damage was noted in relation to the section of the device which was returned for review. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).